Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that there were two holes by the muffler, the device had low rotations per minute (rpms), and the muffler shaft was bent. During repair it was observed that the pin in the drive shaft was bent. It was determined that the bent muffler shaft caused low rpms. It was further determined that the two holes in the hose were caused by knocking over the autolube with the muffler still plugged. It was determined that this also caused the bent muffler shaft. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that after an unspecified surgical procedure it was observed that the motor device was broken. During in-house engineering evaluation it was found that there were two holes by the muffler, the device had low rotations per minute (rpms), and the muffler shaft was bent. It was reported that the event was not related to the surgical procedure. There was no delay in the procedure due to the event. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.